Event description:
It was reported that patient advocate thinks the leads are loose which is causing the device to move around out of pocket. Boston scientific technical services (ts) referred patient to the clinic. This right atrial (ra) lead remains in service. No adverse patient effects were reported.